Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-04785, 3006705815-2023-04786, 1627487-2023-03646, 1627487-2023-03647. It was reported that patient experienced an infection at the ipg and both leads. Surgical intervention was undertaken wherein the system was explanted at an unknown date. A new scs system was implanted at a later date.

Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown.